Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were the missing staples on one or both sides of the cut line? Will the device and cartridge be returned for analysis? Were any unusual noises heard during firing? Please provide timeline of events. How long after initial procedure did infection an leak occur? How was the leak identified? How was the leak addressed? Was any tissue movement noticed during firing of device? What is the current patient status?

Event description:
It was reported that an incomplete staple line occurred. During the radical resection of rectal cancer, after fired with ec60a on the 1st firing, cut line was good, but found 1/3 tissue was without staple line. Changed another reload to complete the surgery. After surgery, found the patient was with infection and anastomotic leakage. Now the patient is stable in ICU.

Manufacturer narrative:
(B)(4). Additional information requested and received: were the missing staples on one or both sides of the cut line? 1/3 of distal part will the device and cartridge be returned for analysis? No were any unusual noises heard during firing? No please provide timeline of events. How long after initial procedure did infection an leak occur? 6 days after surgery how was the leak identified? There was fecal miscellaneous samples in the intraperitoneal drainage tube, and patient was with fever, abdominal pain, and fast heart rate. How was the leak addressed? Unknown was any tissue movement noticed during firing of device? Unknown what is the current patient status? Would check with sales is the current patient status available? Stable and left from hospital